Event description:
During an open reduction internal fixation procedure, the joint that attaches to the sterile components broke or snapped which shot out the ball joint across the room. The pressure of nitrogen was set to 90 lbs. The arm of the patient remained on the sterile field but was dropped. It is unsure of patient injury-most likely no patient injury.

Manufacturer narrative:
Evaluation of the device shows it has the outdated blue clamp and the aged and worn stickers. The device was sold (B)(4) of 2004 and had not been in house for any type repair. However, the distal quick connect is new. The customer must have ordered and installed a "distal quick connect replacement kit". The kit has "do it yourself" instructions which cover old style snap rings and new style spiral rings. Spiral rings are very difficult to install if you are not experienced, and if not installed correctly it may not hold the quick connect in place under pressure. This is what caused the quick connect to detach during surgery. It is obvious that the individual who was installing the new spiral ring had a difficult time because the ring is bent and warped. (B)(4).